Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the first firing on the stomach, the reload and stapler would not fire. The surgeon was able to press the green button and was unable to squeeze the handle. A new reload and handle were opened and the firing was completed to finish the case. There was no patient injury.